Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined user were not able to access the med during active procedure. A technical support specialist assessed the station and identified a corrupted database. The station needed a complete data synchronization, which was successfully performed to resolve the issue. The system was functional as intended.

Event description:
A customer reported that a pyxis anesthesia es station restricted access to medication during an active procedure resulting in a delay of approximately 24 hours in patient care. The customer reported that the scheduled procedure and medications were available in the pyxis machine; however, users were unable to retrieve any medications from the machine that are required for the procedures. There were no adverse events or injuries reported based on this events.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-sep-2022 to 03- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the station had a corrupted database and needed a full data synchronization to fix it. A technical support specialist performed full data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was restricted the user from accessing medication during an active procedure resulting in a delay of approximately 24 hours in patient care. The customer reported that all the procedures were scheduled, and medications were available in the pyxis machine; however, users were unable to retrieve any medications from the machine. There were no adverse events or injuries reported based on this event.